Event description:
It was reported that a user ate breakfast and noted a blood glucose of 200 mg/dl more than 30 minutes after eating while using the ilet, and was educated to allow the system to deliver insulin without entering a late meal announcement. Symptoms included no reported clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included review of use feedback and device performance based on user education and system behavior. Investigation of this case revealed normal device function with no alarms, no malfunctions, and user guidance consistent with intended use for missed meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was user-related timing of meal entry with device functioning as designed.